Event description:
The manufacturer received information alleging headache, breathing related to a CPAP device's sound abatement foam. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously missed to capture information and it was updated in this report as follows: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of hard pressure as well as the device is making loud noises, headache and breathing issues related to a CPAP device's sound abatement foam. There was no report of harm or injury. Section h6 health effects: clinical codes has been updated in this report.